Manufacturer narrative:
Based on the provided information and test performed on site there is no indication of a malfunction of the mr system or coil used that contributed to the event. The blister on the left thigh can be explained by direct contact with the coil. It was stated that no padding was used to provide sufficient distance between the coil and the affected area. Contributing factors: the patient was sedated, obese and hypertensive.

Event description:
Philips received a report on a heating incident with the sense body coil (sbc) on an achieva 1.5t mr system.